Event description:
As reported by the marketing affiliate, while prepping the atw wire the physician noticed that the distal tip was cut. The device was not used in the patient and will be returned for analysis. There was no difficulty removing the device from the package. No additional force was used to remove the device from the package. The device was prepped and handled per IFU.

Manufacturer narrative:
The complaint report stated that while prepping the atw wire, the physician noticed that "the distal tip was cut". The device was not used in the patient no injury occurred. There was no difficulty removing the device from the package. No additional force was used to remove the device from the package. The device was prepped and handled per IFU. A non-sterile atw steerable guidewire was received inside a plastic bag. The unit was inspected with the naked eye and no anomalies were encountered. The distal tip was inspected under a microscope finding no anomalies. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The complaint was not confirmed since no anomalies were noted on the unit received. The returned unit was undamaged. It is not known what factors may have contributed to this complaint. No actions will be taken at this time since the product meets the quality specifications.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.